Event description:
Pt underwent l4-5 partial laminectomy with implantation of an interspinous fixation device. Symptoms of back and leg pain were reported by the pt to have returned after unexpectedly flexing her lumber spine anteriorly against surgeon recommendation. On (B)(6) 2009, the pt was re-evaluated and exhibited an avulsion fracture of the l4 spinous process, with the device remaining firmly attached to the avulsed segment. A revision surgery was performed on (B)(6) 2009 to reposition the device, which was performed successfully. The pt returned on (B)(6) 2010 complaining of the same symptoms. X-rays and MRI scan showed the device to be in stable position, however a bulging disc at l4-5 was present. A third surgery for a lumbar laminectomy was performed on (B)(6) 2010. At the time of surgery, the bone interfacing with the interspinous component was demineralized, leaving the component attached to only soft ligamentous tissue. Due to the loss of bone quality, the interspinous device was removed for alternate fixation methods. The surgeon noted non-fusion at l4-5.